Event description:
It was reported that the patient went in for a refill on (B)(6) 2015. The patient was on morphine .099mg/day, along with a personal therapy manager (ptm) dose of .005mg every hour, with a one hour lockout interval, and up to 5 boluses per day. The patient complained of some pain, and the healthcare provider (hcp) wanted to increase her daily dose by 10%. There was a programming error where the hcp ended up programming the pump up to 0.190mg/day, which was a 92% increase. Per the hcp, it should have been increased to 0.11mg/day. A few hours after the refill, the patient began to experience weakness in her legs/lower extremities, and was unable to move around by herself. The patient did not have any other symptoms, and did not go to the hospital until the monday prior to the report. The hcp was notified and stated that he did not think the change in dose was causing that. The pump rate was lowered back down to .099mg/day while the patient was an in-patient, and the pump was updated. The patient was awake, alert, and talking. She was still having the weakness in her legs at that time, and was having some tests done to determine the cause. The hcp did not feel like the pump was the cause, but the cause of the issue was not determined at that time. The patient status at the time of the report was ¿alive no injury¿, and the patient was being discharged to a rehabilitation facility. It was later reported that the event was attributed to the pump, but the issue was unknown. The patient recovered without permanent impairment, and had a pump refill scheduled on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).